Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 23 of the patient's mouth. Details of surgery: nerve encroachment. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and hypersensitivity. No further patient complications were reported.